Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the in august the patient fell backwards and ever since he has noticed a difference in his stimulation. The patient reported when he pressed against the ins, the patient felt an increase in stimulation. The rep saw the patient and ran a connectivity and an impedance check. A connectivity check showed contacts 12 ad 15 to be out and an impedance check showed contacts 12 and 15 to have impedances over 10,000. The patient reported that not all areas of pain were being covered anymore. The rep created two new programs avoiding the out of range contacts and the patient received excellent coverage over his painful areas. The rep said that the patient is getting good coverage, but the lead appears to have been damaged or have a short now. As long as the patient continued to get good coverage from the stimulation, he said he will not pursue any revision surgery at this time. No further complications were reported.